Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 2 months after the dental implant was installed in intraoral region #20, it was verified its' loss of osseointegration. Patient had low bone quality, bone type IV.